Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service, the alarm occurred upon power up and the screen was blank. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluated, visual inspection found the battery was non-OEM (non-original equipment manufacturer). Unable to go into event history log due to blank screen and constant alarm was found at power up. The reported issue was caused due to incomplete upload process from base to head by customer. Upload software by using the power point process. Performed preventative maintenance and all functional testing. Blank screen with constant alarm found caused by incorrect process for software update by customer. Software was updated to resolve the issue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a review was not performed. Service history review identified this device was last serviced in april, 2022 and there was no indication of a service issue during the investigation.